Manufacturer narrative:
The device was returned to olympus for inspection. The issue was confirmed. Based on the investigation, the communication error was due to fluid on the scope connector is identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the colonovideoscope exhibited no image and an e216 error. There was no patient involvement.